Event description:
It was reported the patient¿s implant was shutting off randomly the past 5 months. There was no reported pattern it just ¿goes off.¿ all impedances were reportedly normal when tested at the default setting (amplitude, 0.7volts ). The patient reportedly used the patient programmer (pp) to turn the device back on, and that the device did not turn back on automatically. It was noted that it was ¿not because of a discharged battery¿ per the patient. The patient could reportedly tell when the implant had been off because it still had a charge and hadn¿t depleted like normal. The last episode of this happening was reportedly yesterday. It was noted that the device was off yesterday from 1500-2030. The clinician programmer diary day uses showed that the implant was at a low battery and discharged yesterday from 0800-1600. From 1600-2100 it was black, indicating the patient was recharging and the implant was on. It was reported there were a few impedance values around 271ohms, but the patient was not programmed on that (contact #9). Additional information received reported no malfunctions were seen. It was determined the patient was using the entire charge, and consequently the device was turning off on its own. The manufacturer representative (rep) suggested the patient did closer charging intervals. The patient was reportedly receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).